Manufacturer narrative:
(B)(6). This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if the device has been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Prodisc-c clinical study patient 11-001 had an anterior cervical disc fusion (acdf) at c5-c6 on (B)(6) 2004. There were no complications during the procedure. The patient was discharged on (B)(6) 2004. There were no complications at discharge. The study was completed (B)(6) 2011. The following complications were noted (date reported, event, intervention, status): (B)(6) 2007 unanticipated new c6-7 disc herniation continuing right arm pain, slightly worse than last visit. Intervention: to pain management for possible sympathetic neuropathy work up status: ongoing. (B)(6) 2008 unanticipated mild cervical and arm discomfort. Impaired sensory exam at c8 reported (B)(6) 2008. Intervention: discogram ordered which shows concordant pain at c3-4/ c4-5/ c6-7. History and physical done in case patient decides to have c3-4/c4-5/c5-6 cervical adr or fusion c6-7 status: ongoing. (B)(6) 2010 unanticipated moderate left hand pain - new symptom 2-3 weeks after appointment (B)(6) 2010 intervention: MRI cervical/ thoracic (B)(6) 2010 status: ongoing (B)(6) 2010 unanticipated moderate pain right hand, mostly fourth and fifth digits with weakness intervention: MRI cervical/ thoracic (B)(6) 2010 status: ongoing (B)(6) 2011 unanticipated severe right arm pain intervention: laser surgery cervical spine in (B)(6) 2010. Osteophytes were treated four (4) laser procedures spaced three (3) days apart. Status: resolved. This report is for adverse event: right arm pain reported (B)(6) 2011: likelihood: unanticipated, course of action: laser surgery cervical spine (B)(6) 2010. Osteophytes were treated four (4) laser procedures spaced three (3) days apart, current state of event: resolved, related to surgery: unknown, related to implant: unknown. This report is for an unknown acdf device. This is report 1 of 1 for (B)(4).